Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise causing two inappropriately administered shocks. The field representative noted that the patient has sternal wires, but the physician's first look at the x-ray did not show any contact between them and the electrode. Boston scientific technical services (ts) was consulted and discussed other reasons for noise, and further discussed that sternal wire contact was likely. The field representative stated they would have the physician take a second look at the x-ray. A revision procedure was performed over a week later where the electrode was reposited to eliminate contact with the sternal wires. The electrode remains in service and no additional adverse patient effects were reported.